Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm mega needle driver instrument for evaluation. As of the date of this report, the failure analysis investigation has not yet been completed.

Event description:
It was reported that during central processing, 8mm mega needle driver had broken wires. There was no report of patient involvement.

Manufacturer narrative:
The mega needle driver instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.